Manufacturer narrative:
This report is for 2 unknown locking screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon removed an 8-hole locking compression plate, one-third tubular plate with collar, 4.0mm cancellous screw, five 3.5mm cortex screws, and two 3.5mm locking screws due to the lack of the patient¿s foot movement, charcot and foot drop. This is report number 4 of 4 for (B)(4).